Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip of the device could not open at the jaw during an endoscopic gastrectomy.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800559 was manufactured on 04/30/2018 a total of 288 pieces. Lot was released on 05/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The jaws are misaligned as the bottom jaw appears bent and is pushed into the channel. This is an indication that the device was used to pry something or was pushed against something that caused the damage. The sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the jaw spring and the jog. The jaw spring was bent , and the bottom jaw was severely bent. It appears that since the bottom jaw became bent, the jaw spring also became bent. The damage to the jaw also caused it to disengage from the jaw spring and the jog. The bottom jaw was also disengaged from the pivot holes in the channel. The pivot holes in the channel for the bottom jaw were found damaged due to the jaw becoming bent. After the pivot holes were damaged, the bottom jaw became disengaged from the channel pivot holes. The clips were also found to be out of position in the channel and stacking on one another. The clips could come out of position if attempts were made to continue to fire the device after it was damaged. The sample was received with 11 clips remaining indicating that 4 clips were fired by the end user. R & d was consulted. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the damage. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "not opening" was confirmed based upon the sample received. The sample was returned with the jaws misaligned as the bottom jaw appears bent and is pushed into the channel. Functional testing could not be performed based on the condition of the returned device. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the jaw spring and the jog. The jaw spring was bent , and the bottom jaw was severely bent. The pivot holes in the channel for the bottom jaw were found damaged due to the jaw becoming bent. R & d was consulted. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the damage. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip of the device could not open at the jaw during an endoscopic gastrectomy.